Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. Root cause for the complaint condition could not be determined. The product labeling for silikon provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. Literature article: ¿toxic posterior segment syndrome caused by silicone oil tamponade resulting in postsurgical retinal vascular occlusion: a case report¿ (am j ophthalmol case rep. 2025 jul 28:39:102404.) The manufacturer internal reference number is: (B)(4).

Event description:
A literature study revealed that a patient who was diagnosed with macular hole retinal detachment (mhrd) underwent a pars plana vitrectomy (ppv), and silicone oil tamponade was performed. On postoperative day one, the intraocular pressure in the right eye was five mmhg. Although hyperemia and inflammation within the anterior chamber were mild, the fundus showed obstruction, mainly in the nasal retinal blood vessels, accompanied by petechiae in the retina. It was suspected that the presence of silicone oil might have masked signs of inflammation within the vitreous cavity and was diagnosed with endophthalmitis. After removing the silicone oil, vitreous irrigation was performed. Within a few hours after diagnosis, intravitreal injections of antibiotics were administered. No bacteria were detected in the vitreous fluid cultures. Since mhrd did not resolve, ppv was performed. During the third ppv procedure for the treatment of mhrd, internal limiting membrane (ilm) transplantation was performed using brilliant blue g (bbg). Silicone oil was injected again. On the day of surgery, the patient was placed in a prone position. On day two of the silicone injection procedure, retinal vascular occlusion occurred. The intraocular pressure in the right eye was four mmhg. Hyperemia and inflammation in the anterior chamber were mild and painless. Based on these findings, bacterial endophthalmitis was ruled out. The patient¿s condition was considered to be an inflammatory reaction caused by silicone oil. The patient was diagnosed with toxic posterior segment syndrome (tpss). After silicone oil removal, autologous transplantation of the ilm using bbg and sulfur hexafluoride tamponade was performed. The inflammatory reaction improved with silicone oil removal and administration of postoperative steroid eye drops. After three months of surgery, although the petechiae persisted, the findings of vascular occlusion improved without mhrd recurrence; the retina was repositioned. After six months of post-steroid eye drop discontinuation, retinal pinpoint hemorrhages almost completely disappeared. The patient¿s condition was recovering.